Event description:
It was reported that the patients spinal cord stimulator (scs) leads had impedances. The patient underwent a lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.